Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 1.3 pkt 12 repeatedly failed and could not be recovered, and the entire drawer opened unexpectedly from a cubie. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer discovered that mini sub drawer 1.3 was consistently failing, and the customer received the error message, "mini tray was opened too quickly." The fse replaced the mini sub drawer engine, cleaned the drawer slot with a cleaning wipe, and conducted a test, successfully accessing the 1.3 drawer without any issues thereafter. The test confirmed the ability to access the 1.3 drawer without any problems afterwards. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 1.3 pkt 12 repeatedly failed and could not be recovered, and the entire drawer opened unexpectedly from a cubie. The customer stated that this malfunction occurred while dispensing the medication. The user was unable to access the medication and managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.